Manufacturer narrative:
Operator of device is unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device pressure valve is broken and doesn't screw onto the unit. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device available for evaluation and h6 health effects, evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection showed the front panel was bent and the instruction label was ripped. The complaint was confirmed when the luer connector was found not connected to unit. Customer damage was listed as the root cause of the issue. The previous service history has been reviewed and is unrelated to the current customer reported problem. The luer connector assembly was re-fit. Replaced MRI battery, sintered filter, o'rings and ripped instruction label for the preventative maintenance (pm). Reshaped bent front panel. Reset patient pressure cycling led and adjusted CPAP control valve to tolerance. Performed pm, cleaned unit and affixed new service label. The unit passed functional testing after repairs.